Event description:
I have type 1 diabetes. I use a medtronic minimed insulin pump, 670g. This pump is prone to prematurely crack on the back side by the battery compartment. I am now on my 4th pump in less than 6 months. It has cracked in the exact same spot every time. No misuse of lack of care was ever done. I believe that this is caused by a defect in the manufacturing of this pump. I also believe that something needs to be done immediately to insure this never happens again since the pump loses its waterproofing if it is cracked. If the pump gets wet with a crack, it will no longer operate. This could cause severe hypoglycemia which could lead to death. I contacted medtronic. They will not replace my pump since it is no longer under warranty. They said I must purchase a new pump for thousands of dollars. They are not concerned at all about the effects of the problem and the consequences to my health.